Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the quality inspection failed. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported that the quality inspection failed. Further information was provided that the ECG leads check failed. There was no reported patient or user involvement and no adverse patient/user impact.